Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (segments missing) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Date of submission 29-may-2018 the device has been returned and evaluated by product analysis on 24-may-2018 with the following findings: during investigation, the pump was powered on and there were no segments missing from the display. The original complaint of a segments missing from the display issue was unable to be duplicated. Unrelated to the original complaint, the display was found to be dim and discolored. The battery compartment was found to be cracked above and below the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.